Manufacturer narrative:
There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not related to a device malfunction. In this case, it was reported the patient had a "failing mitral surgical ring." As the device was not returned to edwards for evaluation, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 30 mm annuloplasty ring was disabled after an implant duration of three years and eight months due to severe mitral regurgitation. Per obtained medical records, the patient presented with complaints of shortness of breath, dyspnea on exertion, generalized weakness, and low energy. The patient underwent successful transfemoral transeptal transcatheter mitral valve replacement of mitral valve-in-ring with a 26 mm transcatheter valve due to severe mitral regurgitation in a failing mitral surgical ring. The patient was discharged on post op day six. The patient was a (B)(6) male with a history of cabgx4 in 2007, atrial flutter with ablation, asthma since childhood, abdominal aortic aneurysm, cad, copd, diabetes mellitus type 2, hld, htn, renal insufficiency, and a former smoker.